Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a distal gastrectomy procedure, when the surgeon clamped the tissue and tried to fire but the device was not able to fire. The procedure was completed with another device. There was no patient injury.